Event description:
It was reported that during a hand assisted laparoscopic nephrectomy procedure the device would not fire and was feeding slowly. They used another like device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.